Event description:
While testing the cordless driver 2 handpiece during routine servicing the device was slow to stop. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The device will not be returned.